Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-04119 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2016-04120 pertains to the second resolution 360 clip device, and manufacturer report # 3005099803-2016-04115 pertains to the third resolution 360 clip device. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip failed to grasp onto tissue as the tissue was only grasped from the lower arm of the clip. The clip then fell into the patient and was left to pass naturally. The same issue happened with the second and third resolution 360 clip devices. It was noted that the scope was in a difficult and tortuous position. The procedure was not completed as no further treatment was necessary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution 360 clip device found that the clip assembly was fully deployed and was not returned with the device. A kink in the control wire was noted as well. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-04119 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2016-04120 pertains to the second resolution 360 clip device, and manufacturer report # 3005099803-2016-04115 pertains to the third resolution 360 clip device. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip failed to grasp onto tissue as the tissue was only grasped from the lower arm of the clip. The clip then fell into the patient and was left to pass naturally. The same issue happened with the second and third resolution 360 clip devices. It was noted that the scope was in a difficult and tortuous position. The procedure was not completed as no further treatment was necessary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.